Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the coating on the insertion tube comes off. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the coating on the insertion tube comes off. Based on the results of the investigation, the root cause of the reportable malfunction could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.